Manufacturer narrative:
(B) (4)device is not being returned for evaluation.(B) (4)

Event description:
Excessive shedding of blade. The site was flushed but the surgeon is not 100% certain that all material was removed. Marketing was present for case it was confirmed that the surgeon was using the wrong blade for what he was trying to accomplish.